Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, the brand name has now been updated. Corrected information was provided in e1 (initial reporter postal code). Upon review, it was identified that it was inadvertently omitted from the initial report. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause could not be determined due to the inability to reproduce the reported controller failure error.

Manufacturer narrative:
The impella device was received from the customer, therefore, investigation of the device is underway. Once its completed a supplemental MDR will be filed.

Event description:
It was reported that the automated impella controller (aic) displays the error "controller failure¿ when starten up. The aic was replaced and there was no patient harm.